Manufacturer narrative:
D10: concomitants: a10012 - gps implant kit v2 (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-31-36 - glenosphere, 36mm (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0 (B)(6), 320-35-01 - small glenoid plate (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6), 320-15-05 - eq rev locking screw (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 531-20-00 - shldr gps rvrs drill kit (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6).

Event description:
It was reported that a female patient, initial left shoulder implanted in (B)(6) 2021, underwent a revision procedure in (B)(6) 2024, approximately 3 years 7 months post the initial procedure. The dr. Said the patient had poor bone after first surgery and said their arm was outstretched holding or picking something up and had sudden pain. Two reverse screws broke requiring the revision. The glenoid components, liner, and tray were replaced. None of the broke pieces fell into the patient wound site. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. They were sent to pathology. No device images were able to be obtained. No further information.